Event description:
Pt complained of pain in left knee starting approx 1 month ago; revision total knee surgery showed a "10 mm lgt mensical bearing compartment" that was worn and broken; pt has large amount of reactive synovitis. Patella component badly scarred and replaced.